Event description:
It was reported that bd tri-port ext set separated. The following information was received by the initial reporter with the verbatim: user stated that the smart sites have become 'stiffer' and harder to connect lines to. Near miss occurred as a result. During use. User has commented that the above product has been noted to have stiffer connections resulting in more effort being needed by user to connect lines. One incident which was reported involved experienced nurses attaching an infusion of noradrenaline to the extension product, leaving the patient to attend to another task and returning to find that it had become disconnected and was no longer infusing into the patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿returning to find that it had become disconnected and was no longer infusing into the patient". The product in use at the time is reported to be a 20038e7d from lot 23035537. Further information provided by the customer suggests leakage had occurred at disconnection site. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23035537 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.